Event description:
On july 6, 2006 the lay user/reporter (patient's daugther) contacted lifescan alleging that the one touch ultra was reading inaccurately high compared to another one touch ultra meter. Because of the alleged issue, the patient received assistance from the emergency services approximately two months ago. The following information was obtained from the initial call with the customer care advocate (cca). Approximately two months ago at 7pm, the patient got a "175 and 150 mg/dl" on two different one touch ultra meters but the reporter could not remember which result was obtained on which meter. The readings were performed less than 10 minutes from each other. The customer care advocate (cca) verified that the meter was correctly set to " mg/dl" and the correct testing/cleaning techniques were used at the time of testing. At the time of concern, the patient was not experiencing any symptoms of high or low blood glucose, watched what he was eating and took his usual medications (unspecified type/dosage). Later that night at midnight, the emergency services were contacted because the patient was having "stoke symptoms" and was feeling dizzy. The reporter stated that the patient tested his blood glucose before the ambulance arrived and it was in the "100's mg/dl." The reporter could not recall what the patient' blood glucose was on the emergency service's meter, however, when the patient arrived at the hospital, the patient got a "70 mg/dl" and received IV treatment and was treated for low blood glucose. The reporter also mentioned that the patient went to an "extra visit" (unspecified date/time) to the doctor regarding the patient's "high" meter readings and was prescribed a new medication but the patient did not receive any medical attention at the time. The medical affairs specialist sent a letter on july 12, 2006 since the patient and reporter cannot be reached by telephone for additional information. It would be helpful to obtain the following: confirm that the patient did not have any symptoms when the "175 mg/dl and 150 mg/dl were obtained, what medications the patient took following the use of the meter, what the patient was doing before he developed the "stroke symptoms," the time difference between the meter reading in the "100's mg/dl and the "70 mg/dl" reading taken at the hospital, and when the patient went to the "extra" doctor's visit. The calculated difference of the "175 and 150 mg/dl" meets lifescan's accuracy precision between two meters; however, it cannot be determined if the "100's mg/dl" reported meter reading and the "70 mg/dl" meet lifescan's accuracy criteria. This complaint is being reported because the patient's reported meter reading (100's mg/dl) does not correlate with the patient's symptoms, which suggest low blood glucose. The patient eventually required treatment for low blood glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.